Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned as it remains implanted in the patient. In this case, the cause for the aortic stenosis and increased cai are unknown; however, it could be related to patient factors and the progression of the pre-existing disease process. Other potential contributing factors are unknown as limited clinical information was provided at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years and 4 months post implantation of a 23mm sapien valve, the patient presented with aortic stenosis and severe central aortic insufficiency (cai). The patient received a non-edwards tavr with good results. Approximately 2 years post implantation, a CT was performed and the peak gradient measured 30mmhg, mean gradient 15mmhg with mild to moderate cai. At 3 years and 3 months a CT revealed an increase of both peak and mean - 53mmhg and 27mmhg with severe cai. A recent CT measured the valve at the lvot 23.8mm outer diameter, stent frame up to 24.4mm and continues 24.4mm and at the top where the valve "flares" out measured 25.4. At the time of implant the patient's native annulus measure 417cm2.